Manufacturer narrative:
Additional initial reporter phone number: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd (continuous ambulatory peritoneal dialysis) disconnect y-set leaked from an unspecified location. This occurred during peritoneal dialysis therapy; further described by the patient as ¿they woke up and the floor was wet¿. There was no patient injury or medical intervention associated with this event. No additional information is available.